Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, there was a kink on the mid shaft of a 6f 100cm judkins left (jl) 4 vista brite tip guiding catheter. However, the device was returned in two pieces. There were no reported injuries to the patient. There was no damage to the device packaging prior to use. Additional details were requested but were not provided. One non-sterile unit of catheter 6f .070 jl4 100cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, a kinked/bent condition was noted on the body of the unit located approximately at 33.4 cm from the hub. Additionally, a separated condition was noted located approximately at 69 cm from the distal tip. No other damage or anomalies were observed at naked eye on the returned device components. Dimensional analysis was performed to verify the correct catheter ID (inner diameter) and od (outer diameter) of the device, measurements were taken near to the damage found on the visual review. Dimensional analysis results were found within specification. Amplified images of the separation area were obtained and reviewed. The analysis identified elongation of the plastic material, permanent plastic deformation, and separation of internal wire elements accompanied by localized diameter reduction. These characteristics are consistent with a failure mechanism associated with tensile overload, indicating that the material was subjected to excessive tensile forces prior to the observed separation. The reported events of ¿catheter (body/shaft)-separated¿ and ¿catheter body/shaft)-kinked/bent¿ were observed on the returned device. The catheter body was observed kinked/bent on the body and a separated condition was also noted. While the exact cause of the kink/bent and separation conditions cannot be conclusively determined, elongations and plastic deformations are commonly associated with separations caused by material tensile/twist overload. Therefore, it is assumed that the material was induced to tensile/twist forces that exceeded the material yield strength prior to the separation. Handling factors such as torquing the catheter excessively while kinked is a possible underlying cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer)¿ based on the information available and the product analysis, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a kink on the mid shaft of a 6f 100cm judkins left (jl) 4 vista brite tip guiding catheter. However, the device was returned in two pieces. There were no reported injuries to the patient. There was no damage to the device packaging prior to use. Additional details were requested but were not provided. The device will be evaluated.